Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2016-01874.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using pod4 coils. During the procedure, while advancing a pod4 coil through another manufacturer¿s microcatheter, the physician experienced slight resistance but continued to advance the pod4 coil. Subsequently, the pod4 coil became stuck and would not advance pass about fifteen centimeters from the proximal end of the microcatheter. Therefore, the physician removed the pod4 coil and completed the procedure using a new pod4 coil and the same microcatheter without further issues. It should be noted the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush during the procedure. There was no report of an adverse effect to the patient.